Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump had loud motor noise due to faulty motor. The insulin pump had scratched on display window and stripped coin slot battery cap noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 328 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.